Event description:
Home patient (hp) contacted baxter's technical service center for assistance during dwell 1/5 of apd therapy. Reportedly, the hp got up and the patient line of the homechoice set had become disconnected from the hp's transfer set. The patient line fell on the floor, and the hp then drained directly into the toilet. Additionally, the hp then reconnected to the contaminated patient line. The technician assisted the hp in ending the treatment and the supplies were to be discarded. Follow up with the hp's rn indicated the hp completed treatment with manual exchanges and would be treated prophylactically with ip vancomycin 2gm. And ceftazidime 1gm. No patient injury reported per rn.